Event description:
Pt implanted 05/28/1998 in the upper and lower vermilion borders. Onset of infection 06/04/1998 in perioral. Pt treated with cipro on 06/04/1998, hydrogen peroxide on 06/18/1998, levaquin on 06/19/1998, cipro on 07/17/1998 and 10/07/1998, and neosporin 10/07/1998. Implant explanted 10/20/1998.